Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired for the reported condition at this time as this is a baxter-owned device. Additional: the user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During the product evaluation for another report, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervenion associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.